Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture" confirmed by MRI.

Event description:
Physician reported "implant rupture". Device remains implanted. This relates to an unknown side.

Event description:
This relates to right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported "implant rupture". Confirmed during surgery. Subsequently, physician reported "capsular contracture baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs a opening device with red particles on the surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode